Event description:
It was reported that "reflex hybrid removal driver draw rod broke during removal of 4th screw which was the last screw that needed to be removed".

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.